Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information that a patient continued to experience worsening of dysmetria 6 months post onyx embolization likely due to inflammation around the embolized arteriovenous malformation (avm). It was reported that coordination was reduced with significant dysmetria and dysdiadochokinesis in the right upper extremity. There is significant dysrhythmia in the right lower extremity. The patient previously underwent embolization for cerebellar arteriovenous malformation (avm) followed by stereotactic radiosurgery and tolerated the procedure well. There were no procedure complications reported. The patient was given a one time does of dexamethasone 4mg and sent home with a medrol pack post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.